Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03455 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03454 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-03456 pertains to the third resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that three resolution clip devices were used during a procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip attached to the mucosa, however the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The patient stopped bleeding, so the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03455 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03454 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-03456 pertains to the third resolution clip device. It was reported to boston scientific corporation on (B)(4) 2014 that three resolution clip devices were used during a procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip attached to the mucosa, however the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The patient stopped bleeding, so the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 22oct2014. According to the complainant, the resolution clip devices were used in the duodenum to remove a bulbar ulcer.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.